Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery appeared to have lost capacity in about six weeks from 42 percent to 15 percent. Latitude data was reviewed, boston scientific technical services consultant confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement due to this anomaly. No adverse patient effects were reported. This s-ICD remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery appeared to have lost capacity in about six weeks, changing from an estimated 42 percent remaining battery capacity to an estimated 15 percent remaining battery capacity. Latitude data was reviewed and a boston scientific technical services consultant confirmed that the power consumption was increasing in a gradual fashion and recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. It was reported that the explanted device was not going to be returned for analysis. No further information has been provided regarding the current physical location of the explanted device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.